Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00018 pertains to the other device. It was reported to boston scientific corporation that immediately after implantation of an pinnacle anterior/apical pfr kit during a procedure with no complications, the patient presented with complete numbness in her left leg. Sometime in (B)(6), 2011, skin inflammation with a burning sensation occurred all over her body. Several weeks post-procedure (exact date unknown), the patient presented with pyuria, and cloudy urine with apparent mucus. There was also some retention. The pyuria and retention subsequently subsided a little bit, and the inflammation and the burning sensation persist. The patient is currently taking neurontin, cymbalta, and an unknown muscle relaxant, and has also been periodically given antibiotics (type/s unknown) for recurring infections (type/s unknown). Reportedly, the implanting physician was unable to diagnose the cause for the patient's conditions. A consulting urologist opined that the patient's inflammation may be due to an allergic reaction to the mesh, although noted that this is unknown because no allergy tests were performed.

Event description:
The physician reported that the patient had no evidence of allergy, bleeding or spotting, infection, erosion, exposure, pain, or any other complications during multiple follow-up appointments. The patient did not inform the physician of the claimed allergic reactions. The physician does not plan to medically intervene on the patient for the claimed complications. No additional information is available.